Manufacturer narrative:
H3: one level 1 hotline low flow system was received with the enclose, water tank cover and line cord dirty and damaged. The membrane switch ribbon was also damaged. Visual inspection was conducted and the reported issue was duplicated. The issue was caused by the damaged membrane switch. The device was scrapped and not repaired due to its age and condition.

Event description:
Information was received indicating that a smiths medical level 1® hotline® 3 blood and fluid warmer was observed to have a burnt spot. There was a noted "burnt ribbon causing a short." There were no reported adverse effects.